Manufacturer narrative:
The device was inspected and the customer's complaint was confirmed. The image was not displayed and cannot be restored. Additional defects include: insertion tube defects, damaged adhesive on the distal end, control section defects, control body defects, video cable defects, and connector defects. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus an unspecified error would show when connecting the device to the processor. No patient involvement or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the event of the an error code and the image is not displaying and unable to be restored is most likely due to a defect of image sensor unit or failure of internal board of video connector and/or the system caused the event. Olympus will continue to monitor field performance for this device.